Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. The 75% stenosed, 2.5mm in diameter, lesion being treated was located in the moderately tortuous, moderately calcified proximal unknown vessel. The lesion was predilated with a 2.25x15mm maverick balloon. When preparing the 2.50x28mm promus element stent for use, the stent was found to be flared. The procedure was completed with another 2.50x28mm promus element stent. No patient complications were reported and patient status was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)